Manufacturer narrative:
The product was returned back to edwards for evaluation. The valve was returned with the delivery system inserted through the sheath. The valve was crimped on the inflation balloon of the delivery system. Visual inspection revealed three struts were bent outwards at an angle greater than 90 degrees at the inflow. The valve frame was observed to be distorted. All struts were exposed through the skirt. Due to the return condition functional and dimensional testing was unable to be performed. Procedural imagery confirmed the patient had mild calcification and tortuosity. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the serial history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing, the valve frame component was 100% inspected. During the final inspection, the valve underwent 100% inspection by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint event was confirmed based on visual inspection of the device. No potential manufacturing non conformances were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the IFU and training manual the loader must be completely inserted into the sheath before insertion of the delivery system and valve. The loader is used to facilitate a smooth transaction of the crimped valve through the sheath hub. Without the loader completely inserted the valve can be exposed and interact with the sheath hub, causing damage to the frame. Per report the field stated the loader may not have been fully engaged. In addition, the patients access vessel had the presence of calcification and was tortuous. As such, available information suggests the event was likely due to procedural factors (incomplete loader advancement) and or patient factors (calcification and tortuosity). The complaint event was confirmed. No manufacturing non conformances were identified. No labeling IFU training inadequacies have been identified. As such neither a product risk assessment escalation nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach some resistance was encountered passing the delivery system and valve through the sheath, but was not considered significant by the physician. Upon inspecting the valve in the descending aorta the valve struts were observed to be bent. The physician was unable to bring the valve back into the sheath. Surgical cutdown was performed and all devices were removed. Damage to the right common femoral artery from the bent valve struts was noticed upon cutdown. Another 26 mm sapien 3 ultra, delivery system, and sheath were prepped and successfully deployed without issue. The patients femoral artery was surgically closed and patched. Post angiogram of the leg looked satisfactory. The patient was transfused with cell saver blood. Per medical opinion, it was speculated the loader may not have been fully engaged and the strut was bent going through that part of the sheath.